Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia with a reported blood glucose of 300 mg/dl around lunchtime after eating a sandwich and fritos while using the ilet system, and glucose later trended down to 163 mg/dl without reported device alarms or malfunctions. Symptoms included no reported clinical symptoms. Outcomes included no reported medical intervention, no emergency care, and no hospitalization. Investigation included review of the event details and troubleshooting with user education. Investigation of this case revealed no evidence of device malfunction or component failure and no identifiable device-related cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.